Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. Due to this, customer was unable to monitor glucose and felt hypoglycemic with symptoms of trembling hands, discomfort, and self-treated with coca-cola. The customer experienced a loss of consciousness, but reported treating themselves with sachet of sugar upon regaining consciousness. The customer was transported to the hospital however, only had a blood test performed. No additional treatment was reported. There was no report of death or permanent injury associated with this event.